Event description:
The patient reported she was admitted to the hospital in 2007 for 2 days with a diagnosis of ketoacidosis. She stated she felt ill and tested her blood glucose reading and it was 468 mg/dl with her normal range being "anything under 200mg/dl". She said her symptoms were nausea, vomiting, diarrhea and headache. The patient stated that once she was admitted to the hospital, her insulin infusion device was removed and she was given insulin injections and an IV to rehydrate her. She said she does not believe the infusion device is working properly. During troubleshooting, the patient stated she has gastroparesis and had the flu at the time of this incident. The product was replaced and requested to be returned for evaluation.